Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). A 5076 implantable pacing lead: implanted: (B)(6) 2013. A 5076 implantable pacing lead: implanted: (B)(6) 2013. A 3830 implantable pacing lead: implanted: (B)(6) 2013.

Event description:
It was reported the patient, who was enrolled in the (B)(6) clinical study, presented to the emergency room with left sided rib pain five days post implant of the implantable pulse generator (ipg) system. A chest xray showed blunting of the costophrenic angle and the patient was admitted for observation. A repeat chest xray two days later noted a ¿white out on the left lung field.¿ a needle aspiration confirmed a hemothorax. The patient is reported to have had a cardiac arrest with unsuccessful resuscitation and died. Additional information received noted that no blood was present in the pericardium and that hemothorax was ¿most likely¿ caused by continued oozing from subclavian insertion site followed by deterioration associated with antibiotic causing an increased inr level. The cause of death was reported as cardiac enlargement, left hemothorax following recent pacer insertion.